Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-00050/-00051/-00052/-00053 & 2014-03889/-03890).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2006 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed all components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2005 operative report for the right hip revision noted an asagittal split to the femur due to a fall. The taper adapter and stem were removed and replaced. The modular head was reimplanted. Operative report for (B)(6) 2006 revision indicated the presence of heterotopic ossification, purulent material, fluid, slimy layer on the surface of the acetabular component and femur, cysts, and the femoral stem was loose. All components were removed and replaced with antibiotic spacers. The antibiotic spacers were removed and hip reimplantation occurred on (B)(6) 2006.